Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/17/2020. H.6. Investigation: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that the needle would not draw medication. The returned syringe was tested and was able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 9350297. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200869089] noted that did not pertain to the complaint. There was one (1) notification [200868099] noted for incomplete bevel. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle was unable or difficult to aspirate during use. The following information was provided by the initial reporter: material no. 328440; batch no. 9350297. Consumer reported, needle would not draw medication. 1 syringe affected. Lot: 9350297. Catalog: 328440. Date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle was unable or difficult to aspirate during use. The following information was provided by the initial reporter: material no. 328440 batch no. 9350297. Consumer reported, needle would not draw medication. 1 syringe affected. Lot: 9350297. Catalog: 328440. Date of event: unknown.